Event description:
It was reported that the implantable cardioverter defibrillator was in backup vvi. The patient was asymptomatic and not aware of the backup vvi. The patient presented in clinic and a device download -or restoration was completed successfully. The patient was in good and stable condition before and after the restoration.